Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that during a urology ercp procedure, the system fluoro failed. Staff moved the pt to another room, where physician completed the procedure without further incident. Customer did not provide pt information, other than to say the pt is fine. No reported injury.